Event description:
It was reported that a patient under the care of district nurses was receiving negative pressure wound therapy for a post-surgical wound. During one dressing change, the foam dressing which had been applied to the wound at the previous dressing change was difficult to remove as it had adhered to the wound bed. At the next dressing change it was identified that a remnant piece of foam dressing had become embedded in the wound to such a degree it could not be removed at the dressing change and ultimately the patient had to be referred to the acute hospital where the foam remnant was removed surgically. The patient experienced pain, distress at dressing changes due to foam adherence and delayed wound healing. After removal of the dressing the wound healed.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. An unknown negative pressure wound therapy device was used for treatment. As no samples were returned, visual inspection and functional evaluation could not be carried out. No images were provided of the reported adverse reaction for assessment. A review of the batch manufacturing records could not be performed as no product information was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A risk management review could not be carried out as no information has been currently provided as to the product type. Due to the limited information provided a complaint history review and a review of device labeling could not be carried out. A clinical assessment was made. It was concluded: ¿the patient impact beyond the reported foam in-growth, subsequent surgical removal, delayed wound healing, and pain/distress could not be assessed. The smith and nephew negative pressure wound therapy systems clinical guidelines caution of risk of tissue in-growth into foam when used as a wound filler, but may be reduced by using a non-adherent wound contact layer or by increasing the frequency of dressing changes. No further medical assessment is warranted at this time.¿ on this occasion we have been unable to confirm a relationship between the event and device or identify a definitive root cause. Should more information become available, this investigation may be reopened and reevaluated. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.